Event description:
The physician attempted arteriotomy closure using the starclose device after an intervention procedure in an "off label use." Femoral angiogram performed prior to the procedure revealed that the vessel was a "large caliber vessel with no obvious disease plaque." It was noted that the angiogram view was "slightly obstructed by contrast in bladder overlapping vessel." The exact lovation of the arteriotomy site is unk. Reportedly, the pt was successfully closed with the starclose device, as there was "no bleeding noted at completion of the procedure." The pt was sent to the "floor" after the procedure and reportedly complained of nausea, vomitting and diarrhea. The physician diagnosed the complaint as a "viral intestinal issue." A hemoglobin count was drawn from the pt, which revealed an "unusual low level" (value unavailable). A computerized tomography (CT) scan was performed which revealed a retroperitoneal bleed. Reportedly, the pt was transfused with packed red blood cells (prbc) and the retroperitoneal bleed was resolved. It is unk how many units of prbc the pt received and the retrobleed was resolved. On an unk date, the pt was discharged from the hospital and was reported to be "doing fine". Although requested no additional pt info was provided.